Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the stm found that the unit had a fault #124 (prolonged shuttle pressure system failure) logged in the iabp's error logs. The stm indicated that this is normally a one time alarm, in the service manual this is described to be shuttle pressure 25 mm above atmospheric pressure for more than 2 seconds. Bad atmospheric grab, or k7 did not open. The stm then checked the system and found the set station pressure to be high. The stm completed the 30psi pressure calibration and replaced the safety disk due to usage cycles. The stm then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that an internal failure alarm occurred during initial set up of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.